Event description:
It was reported that the patient underwent additional a posterior and posterolateral lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs combined with autograft, placed inside of a stryker spine ray threaded cage. Following the surgery, the patient developed severe back and leg pain, as well as bowel incontinence. Consequently, the patient underwent additional imaging. An MRI dated (B)(6) 2009 demonstrated that the patient had developed arachnoiditis and ectopic bone growth. As a result, the patient required additional surgeries to attempt to relieve the pain and correct the fusions on (B)(6) 2009 and (B)(6) 2012, respectively. The patient has never recovered from her surgeries, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.